Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, a field service engineer (fse) confirmed with the customer that the issue was resolved, and no further investigation was required. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station encountered a black screen. Customer attempted troubleshoot with reboot, but issue still persisted. There were no delay or adverse events or injuries reported based on this event.